Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis has not yet been performed as the patient is not on latitude and the device data has not been provided for analysis. This pacemaker remains in service. No adverse patient effects were reported.